Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ams (automatic mode switch) episodes due to far-field r wave oversensing causing triggering pacing was noted. Technical support was contacted and reprogramming was performed to resolve the issue. The patient was in stable condition.